Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump motor did made any movement. Customer blood glucose at the time of incident 120 mg/dl. Troubleshoot was performed. Customer stated the alarmed did not appear during normal use but the failed self-test. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification and passed self-test. However, unit alarmed pump error during the rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error. Unit was received with fading serial number label. Unit was received with minor scratched display window, case, and keypad overlay.